Event description:
This 38-year-old pt had bilateral breast augmentation in 1/81 with double-lumen co silicone gel implants. She experienced severe contractures. They were replaced with open capsulotomy on both breast. These were then replaced in 1991 using siltex gel implants. In 11/91 she underwent closed capsulotomy and ultrasound treatment. Following the ultrasound treatment she has suffered extreme exhaustion, diffuse myalgia and arthralgia involving the extremities. She also experiences flu-like symptoms. In 6/92 she was found to have an elevated eb-virus titer. Positive to 1:80. She also has short-term memory loss. The pt had a bilateral periprosthetic capsulectomy with removal of the implants. Rptr is referring this to the FDA because of the multiple sources for her implants. The following is the info that is available to rptr: 1/19/81 mcghan implants, cat no 25/76/160, serial no 103782.-1985 silastic ii, hh-045686, 3/1/91 siltex textrued implants. Both implanats were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.